Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, the end user states that a catheter had missing eyelets. The patient was trying to insert the catheter in the middle of the night and when it wasn't working she thought she was doing something wrong. She kept trying to insert the cath to the point where she was almost hurting herself.